Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the ceramic tip of the inner sheath was loose. There were no reports of patient harm.